Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call they states that home screen did not appear on the display. The customer blood glucose was 330 mg/dl at the time of incident. Customer states o-ring was in place. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was received with scratched case. No moisture damage inside battery tube or on electronic or motor assembly noted.